Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Battery/bat214955. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Origianl date mfg rec: 13aug2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis, (B)(4): controller passed functional checks and running test. Additional products: battery - (B)(4). D10: yes, return date: 2017-09-01 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the returned battery passed external visual inspection and functional testing. Battery - (B)(4). D10: yes, return date: 2017-09-01 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the returned battery passed external visual inspection and functional testing. Battery - (B)(4). D10: yes, return date: 2017-08-31 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the returned battery passed external visual inspection and functional testing. Battery - (B)(4). D10: yes, return date: 2017-09-01 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 180 h6 FDA conclusion code(s): 25, 77 device analysis: the returned battery passed external visual inspection but failed functional testing. Battery - (B)(4). D10: yes, return date: 2017-09-01 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the returned battery passed external visual inspection and functional testing. Battery - (B)(4). D10: yes, return date: 2017-08-31 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the returned battery passed external visual inspection and functional testing. Cac adapter - (B)(4). D10: yes, return date: 2017-09-20 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the adapter passed visual inspection and functional testing. Cac adapter - (B)(4). D10: yes, return date: 2017-09-20 h3: yes h6 FDA method code(s): 10, 3372, 38, 23 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 25 device analysis: the adapter passed visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Origianl date mfg rec: 13aug2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One controller ((B)(4)), six batteries ((B)(4)), two controller ac adapters ((B)(4)), one controller dc adapter ((B)(4)), one battery charger ((B)(4)), and one battery charger ac adapter ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller, controller ac adapters, controller dc adapter, battery charger, battery charger ac adapter, (B)(4) passed visual examination and functional testing. (B)(4) passed visual examination, but functional and supplemental testing revealed an intermittent connection along the output cable's strain relief; the intermittent connection affected the ability of the battery to providing power. This finding is related to the reported event. A possible root cause of the intermittent connection can be attributed to wear on the strain relief as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). There were several additional momentary disconnections, that did not lead to power switching, involving (B)(4), as well as with controller ac adapters. The logs do not record the serial number associated with a controller ac adapter in use. Momentary disconnections will result in an audible tone. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and power sources. The intermittent connection along (B)(4) output cable likely contributed to the momentary disconnections involving (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices involved in the event: controller ac adapter - (B)(4), catalog 1430de. (B)(4) controller ac adapter - (B)(4), catalog 1430de. (B)(4). Battery - (B)(4) - catalog 1650de, exp date: 2016-12-31, mfg date 2015-12-23. (B)(4). Battery - (B)(4), catalog 1650de, exp date 2017-02-28, mfg date 2016-02-21 (B)(4). Battery - (B)(4), catalog 1650de, exp date 2017-02-28, mfg date 2016-02-21. (B)(4) battery - (B)(4), catalog 1650de, exp date 2016-11-30, mfg date 2015-11-03. (B)(4) battery - (B)(4), catalog 1650de, exp date 2017-03-31, mfg date 2016-03-08. (B)(4). Battery - (B)(4), catalog 1650de, exp date 2017-02-28, mfg date 2016-02-21. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller beeped while it was connected to the ac adapter and one battery. Connections were checked by the patient and the connections were good. Battery switching was suspected. The site decided to replace the controller, batteries, and adapters. No patient complications have been reported as a result of this event.